Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was having difficulty locating the ipg using a charging puck. X-ray was used. It was also reported that the paddle was too far on the left to cover the patients pain pattern. No device malfunction was suspected. The patient underwent a revision procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure.

Event description:
A report was received that the patient was having difficulty locating the ipg using a charging puck. X-ray was used. It was also reported that the paddle was too far on the left to cover the patients pain pattern. No device malfunction was suspected. The patient underwent a revision procedure. The patient was doing well postoperatively.